Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system there was a misidentification when using external controls. The user considered this testing to be patient testing. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: b.5 describe event or problem: it was reported that while using bd phoenix¿ m50 automated microbiology system there was a misidentification when using external controls. The user considered this testing to be patient testing. No health impact or consequence reported. H6: investigation summary: a results failure was reported on a phoenix m50 instrument. The customer reported errors in identification of isolates. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse performed a cleaning of the air filter and optical system. The power supply voltages were checked, and a light source adjustment was performed. When checking the filter panel tier b did not reach the expected values. The blue led values were determined to be high, and a light source board replacement was recommended. The fse performed the light source replacement on tiers a and b and returned the instrument to the customer for normal use. The root cause of the failure is not known. This is a confirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed case# (B)(4) related to this failure mode. Complaints for results are within statistical control for the month of october 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Manufacturer narrative:
D2a: common device name: system, test, automated antimicrobial susceptibility, short incubation. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system there was inconsistent microorganism identification. No patient impact was reported.